Event description:
It was reported by the patient's mother that the patient was hospitalized. The reason for this hospitalization and relationship to vns therapy/surgery is unknown. No other relevant information has been received to date.